Event description:
The patient reported that there was a high pitch sound coming from the device whenever at work in a building with a lot of high frequency equipment. The patient also stated that the device vibrates and heats up when it makes the sound. The patient's clinic was contacted and the patient was told that the device does not vibrate or make a high pitch sound. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.